Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient expired. In (B)(6) 2015, a 27mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. There were no recaptures performed and the closure device was placed distal to and spanned the entire laa ostium. A complete seal of the laa was observed. In (B)(6) 2017, it was reported that the patient expired on an unknown date. The family was unwilling to provide the death certificate. The cause of death is unknown.